Event description:
The user facility reported that they had a left radial approach. Left iliac stenosis lesion. Using an angiographic catheter, a 0.035 radifocus guidewire was passed through the lesion. A slenguide 150cm (231215) was followed close to the lesion, and pre-dilation was performed using an r2p metacross 7.0 x 20mm. An attempt was made to place the misago 8.0 x 40mm, but resistance was felt around the hub of the slenguide, and the misago 8.0 x 40mm could not be delivered. Concerning that there might be a problem with the slenguide 150cm (231215), it was replaced with a slenguide 120cm. An attempt was made to deliver the misago 8.0 x 40mm, but resistance was felt in the same place as before. Therefore, it was replaced with a misago 8.0 × 60mm, which allowed for delivery without any problems and the procedure was successful. No harm was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A historical investigation was conducted, and no anomalies were identified in either the manufacturing records or the product inspection records for the device associated with the involved product code. Additionally, there have been no previous reports of similar issues related to the same product code or lot number. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The actual device upon receipt was a misago 2 and a slenguide (a guiding catheter and inner guide). [Misago 2] the actual device was confirmed and following events were found. - the stent had been exposed from the distal end of sliding part. - the lock of thumbwheel had not been released. Magnifying inspection of the sliding part (the section where the stent was mounted) of actual device obtained following results. - the stent had been exposed approximately 1.0mm. - the sliding part had been moved approximately 3.0mm toward the proximal side. Magnifying inspection of the shaft of actual device did not find any anomaly such as a crush or an elongation. Magnifying inspection of the fixed part of release wire of the actual device did not find any anomaly such as detachment of the fixed part. X-ray fluoroscopic inspection of the inside of actual device did not find any anomaly such as a fracture or kink on the release wire. X-ray fluoroscopic inspection of the inside of actual handle was performed, and compared with the inside of current product's handle. It had not been clicked. The actual device was disassembled, and electron microscopic inspection of the actual sliding part (the section where the stent was mounted) was performed. Following results were obtained. - the distal end had been flared. - the distal end had been dented and abraded. - the sliding part (the section where the stent was mounted), center and rear end side had also been abraded at approximately 20mm and 40mm from the distal end. From the above, since the dent and abrasion were found at the distal end of sliding part, it was likely that some hard object (e.g., the lumen of slenguide) came into contact with the involved section and got caught. The outer diameter at the normal section of actual sliding part (the section where the stent was mounted) was measured. It met the factory's specifications and no anomaly was found. Magnifying inspection of the actual distal tip found that it had been abraded. Therefore, it was likely that some hard object (e.g., the lumen of slenguide) came into contact with the involved section. The manufacturing record and the shipping inspection record of the product with the involved product code/lot# were confirmed. No anomaly was found. The past complaint file of the product with the involved product code/lot# was confirmed. No other similar report from other facilities was found. The actual misago 2 was inserted into the actual slenguide through a factory-retained 0.035' guidewire. As a result, misago 2 got caught inside the strain relief of slenguide, making it impossible to insert. The actual misago 2 was inserted into a factory-retained slenguide through a factory-retained 0.035' guidewire. As a result, it was possible to insert it without resistance. An attempt was made to insert an actual inner guide into an actual guiding catheter. It got caught inside the strain relief, making it impossible to insert. A factory-retained 0.035' guidewire and misago were inserted into the actual guiding catheter. It got caught inside the strain relief, making it impossible to insert. [Occurrence mechanism] originally in misago 2, when releasing a stent, the sliding part (stent sheath and cover sheath) is pulled into the intermediate shaft (non-moving part), and the stent is released. Regarding this case, based on the occurrence situation, it was inferred that the distal end of actual sliding part got caught in the combined slenguide for some factor. In this state, pushing force was applied to the actual device, causing the non-moving part (inner shaft) to move forward, pushing out the stent and partially exposing it. To confirm the above, the inner diameter of the transparent tube was narrowed with a restraining band, the distal end of sliding part of the current product misago was trapped, and pushing force was applied to misago. As a result, part of the stent was exposed from the sliding part. In addition, in the above case, the sliding part was slightly pulled into the intermediate shaft (non-moving part), and the position of the distal end of sliding part was displaced toward the proximal side. [Cause of occurrence/conclusion] based on the investigation result, it was likely that when the actual misago 2 was inserted into the actual slenguide, the distal tip and the distal end of sliding part of the misago 2 came into contact with and got caught on the elongated section of the strain relief of slenguide, and it was not passed through. In this condition, pushing force was applied to misago 2, causing the non-moving part (inner shaft) to move forward, pushing out the stent and partially exposing it. In addition, in the above case, the sliding part was slightly pulled into the intermediate shaft (non-moving part), and it was inferred that the position of the distal end of sliding part was displaced toward the proximal side. However, it was not possible to clarify exactly when the slenguide was kinked and elongated. Relevant IFU reference: preparation of the stent system 2-5 - if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap precaution [ - stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.) - do not advance the stent system by force if you feel any resistance during insertion. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).